Manufacturer narrative:
The device was returned to the manufacturer service center. The investigation did not identify any anomalies with the device that would prevent successful cleaning and high-level disinfection when performed in accordance with validated instructions. Testing showed that angulation did not meet OEM specifications. Repair included adjustment of angulation angles to meet specification, and replacement of the bending sheath on the distal tip.

Event description:
It was reported that after completion of a normal colonoscopy with no specimens collected, the patient was diagnosed with colitis and received antibiotic treatment. According to the reporter, the scope employed to perform the colonoscopy was used 153 times between (B)(6) 2016.